Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments where the lead has been stretched and torn-destroyed. A midbody segment of lead was not returned. The setscrew marks were in correct location on the terminal pin. A stylet was returned stuck in the lead tip segment. Noted blood/body fluid in the lumen(s) - due to damaged insulation. Noted cuts, tears, and puncture holes in insulation - likely explant damage. Noted deformed and stretched coils - likely explant damage. The shock coil is stretched, deformed and cut (severed) in 2. The hv conductor has been pulled to the point of fracture in the tip segment. The helix is extended - tissue noted entwined in the helix. Electrical continuity testing and visual inspection did not pass due to the lead hv coil had been pulled to the point of fracture - likely explant damage.